Event description:
It was reported that the patient had two inappropriate shocks due to oversensing of t-waves and noise. The patient's intrinsic amplitude was low. Testing in the clinic could repeat the noise when the patient was lifting both arms. The patient was getting dressed when the shocks occurred. An x-ray was done to check the system placement. Technical services reviewed the x-rays and discussed them. The device was programmed from the primary vector to the secondary vector. There were no additional adverse patient effects. The system remains implanted.